Manufacturer narrative:
Currently, there is no information to indicate as to which tube / incidence goes with which lot number. (B)(4) are related complaints.

Event description:
Information was received indicating that the cuff to a smiths medical portex blue line ultra tracheostomy tube was spontaneously deflating. Subsequently, the trach tube was changed out with a new one. Three weeks later, the cuff spontaneously deflated again. A combi stopper was put in the pilot tube and the pressure held. There were no further reported adverse effects.